Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported: on (B)(6) 2016 during an unknown procedure the polyetheretherketone (peek) implant broke while being inserted. The broken peek implant was removed and another similar implant was used. There was no surgical delay reported and the patient outcome is unknown. Concomitant devices reported: oblique posterior atraumatic lumbar (opal) implant holder: (part # unknown, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). The device history record (DHR) review results are as follows. DHR review for part# 08.803.211. Lot# 7978435. Release to warehouse date: 14-apr-2015. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The manufacturer investigation results are as follows. The returned spacer was examined and the complaint condition was able to be confirmed as the proximal end of the spacer was found to be broken and missing segments where the implant holder interacts with the device. No definitive root cause was able to be determined as method of use at the time of implant failure is unknown. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, drawing review and device history review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional medical intervention was not required to remove the broken implant and no fragments were generated. Surgery completed successfully.